Manufacturer narrative:
H4: device manufactured between october 16, 2019 to october 17, 2019. H10: six (6) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was further inspected via magnification, and no white foreign material was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white foreign material was observed in six (6) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.